Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection confirms the impactor tip is broken/missing pieces, which were not returned. Also the device shows signs of significant usage and wear. It¿s unknown when the device was manufactured. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery a part of the impactor tip broke off during impaction of the femoral head. No pieces fell inside the patient. No injury reported, a delay below 30 min was reported. A s&n backup device was used to finish the surgery.